Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 64 year old female patient with an impella cp being inserted for support during cardiogenic shock, liver shock, and septic shock, was found to have no distal flow to the leg with the sheath. External bypass with 5fr antegrade sheath was placed and the leg was warm with good color. It was further reported that care was withdrawn and patient expired while on cp support. No additional details were provided about the cause of death as it relates to the device.